Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse completed the performance test and was unable to reproduce the reported failure. The unit passed all functional, calibration and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated a low vacuum alarm. There was no patient harm and no adverse event was reported.